Event description:
It was reported that in nephrology, the ars leaked during insertion. As a result, a new kit was opened and used without issue. A delay was reported, however, there was no death or complication to the patient as a result of the delay or occurrence.

Manufacturer narrative:
(B)(4).